Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that a warped fixation plate, when making contact to the skin, was causing irritation. Patient experienced increasing soreness and leaking of fluid from the stoma site, with no growth present. Patient was seen in the emergency room (ER) and was diagnosed with an unspecified cellulitis infection. He was treated with an unknown IV antibiotic in the ER and at time of report was prescribed oral antibiotic cephalexin 500mg twice a day for ten days.

Manufacturer narrative:
New information in event.

Event description:
It was reported that a call was made to the patient. The patient clarified that there was no infection at the stoma site previously or recently, rather he was being treated with antibiotic cephalexin for cellulitis on his legs and developed a rash on his stoma site and back. The physician determined that this was a reaction to the cephalexin and it is now listed as one of his allergies. Previously, he was not able to clarify the location of the cellulitis but now clarified that it was on his legs. He also clarified that the j-tube did not come out but rather, he is able to move the peg tube in and out for no more than half an inch.